Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as surgical damage. No additional observations are performed.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.